Event description:
A local distributor in (B) (4) received a report that a site interrogated a patient and received na error message "programmed current is possibly not being delivered at the specified level (possibly limited by battery voltage, lead impedance or other reason)." And "impedance is higher than expected. Indicated a possible discontinuity of the lead, or fibrosis between the nerve and lead." Results obtained from the systems test: communication-ok, output status limit, output current 1.00ma, lead impedance high, dc convertor 7, near end of service - no. The systems diagnostic test was repeated and the same results obtained. Good faith attempts are being made for additional details surrounding the event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.